Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing could not be completed properly, and the foreign material remained due to leak in the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited adhesion of foreign material that was confirmed in the scope because reprocessing had not been completed properly. There was information stating that the attached foreign material included clotting protein. There was no patient involvement.